Manufacturer narrative:
The following fields were updated based on additional information provided: lot no: ps1k10172021. Unique identifier (UDI) #: (B)(4). Expiration date: 4/17/2022. Device mfg date: 10/17/2020.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached between 200 mg/dl and 300 mg/dl while wearing the pod between 1 and 4 hours. Patient stated the pod fell off, causing the cannula to dislodge from the infusion site (arm). As treatment, a manual injection was delivered and a new pod was applied.